Event description:
Additional information was received from the patient. It was reported that the mole caused severe pain for 2 months then exploded, burned up and fell off due to the electrical current. The issue is not yet resolved and the patient still feels pain. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient hasn't been able to use the device because they had a mole near where the lead runs up her neck. The patient had this mole since infancy and it was the size of a pencil lead. All of a sudden the mole grew to the size of her pinky and it exploded and drained clear liquid down the back of her neck. The patient has severe pain down the right side of her neck and sometimes feels like she can't lift her neck up. The patient said it looked like it was fried, huge, red, and was crusty and black and fell up yesterday. The patient's dermatologist said it was fine. The patient said every time she turned the device on, her neck pain intensified so she has kept it off. The patient was unable to power on the programmer and was going to change the batteries and call back if the issue wasn't resolved. The patient said prior to the mole issue, the patient had skin cancer removed on her stomach. The patient said they used cautery during this procedure and the physician was aware of all this stuff. No further complications were reported.